Event description:
It was reported that while using the zimmer pulsavac plus unit, the device lost function during use. The surgeon checked the battery pack to find the battery cells had leaked and heated, and also found deformation of the battery case. There was no harm or delay reported, and procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The returned sample included only a battery pack and batteries. The pulsavac gun was not returned. The battery pack had a severed cable. The case was deformed due to heat. All eight batteries swelled and were discolored. They also showed signed of venting/leakage of the internal chemicals. The wires and terminal ends were black and burnt. The root cause for the function of this device being lost during surgeries unknown. The cause for the battery cells leakage, heat and deformation of the case is consistent with a short caused by cutting the power cable. This will cause a rapid discharge of the batteries in that circuit. When this occurs, the chemical reaction within the batteries generates heat reaching approximately 150 degrees celsius, resulting in battery leakage as seen in the returned sample from the battery safety vents. This is a built in safety feature to relieve pressure build up. The battery pack casing is made with flame resistant material to prevent fires.